Event description:
Boston scientific received information that during the implant procedure, after the atrial lead was connected to this device, noise and impedance measurements greater than 2000 ohms were noted. Attempts to reinsert the lead could not resolve the noise. The device was removed and replaced with a new device which functioned appropriately. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the device was thoroughly inspected and analyzed. Visual inspection noted no device anomalies. Lead barrel testing was performed on the device header and passed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Analysis testing was unable to confirm the clinical observation.